Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited noise due to electromagnetic interference (emi). No intervention was performed. Patient condition was stable and would continue to be monitored.